Event description:
This pt was enrolled on the heat trial, (B)(4) clinical trial, and was randomized to the bare platinum treatment arm. The pt is (B)(6) female who presented with a left ruptured posterior communicating artery aneurysm. The pt's aneurysm was coiled on (B)(6) 2013 and during the procedure, an aneurysm ruptured occurred. There was difficulty inserting the coils into the aneurysm without the coils protruding into the carotid artery. Several angiographic series revealed a re-rupture of aneurysm which remains difficult to control. Some coils were then removed to insert smaller and more flexible coils. Once the last small coil was inserted the aneurysm could be protected. The emergency neurosurgical team had been called to install a ventricular drain. Controlling the hemorrhage required a left carotid occlusion lasting about 50 minutes. The last angiographic series showed good angiographic exclusion of the aneurysm and very small distal emboli in the left frontal area. There is also an acceleration of flow in the basal ganglia with early opacification of the deep veins. CT examination performed emergency immediately after surgery revealed a subarachnoid hemorrhage and a massive infiltration of left caudate and lenticular nuclei. The aneurysm rupture was reported as serious adverse event which resulted in hospitalization and medical intervention in prevent further permanent impairment to body structure or body function.